Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the inflow and outflow aspects. Host tissue on the stent circumference was heavy at the inflow and outflow aspects. What appeared to be thrombosis was observed on leaflet 3 at the outflow aspect. Incidental findings: cor-knots remained attached around the sewing ring and the sewing ring was cut around leaflet 1. X-ray demonstrated wireform distortion around the valve and commissures 1 and 2 bent. The clinical report of stenosis was confirmed as host tissue restricted leaflet mobility and led to stenosis. However, the report of possible patient prosthesis mismatch could not be confirmed through visual observations. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. Patient prosthesis mismatch is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, and more cardiac events. In this case, the device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. However, patient factors like age at implant likely played a roll. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI # (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 25mm bioprosthetic aortic heart valve was explanted after one (1) year, two (2) months due to aortic stenosis and possible patient prosthesis mismatch. The explanted device was replaced with a conduit made of a 29mm pericardial aortic valve and a 30mm graft. Post procedure tee showed a well-preserved lv and rv function and a normal functioning prosthesis. The patient was subsequently discharged and showed normal post-operative changes at their one (1) month follow-up visit; another check-up was schedule for 1 year post-op.